Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with trellis 6 120x30. The customer states pt had a thrombosed viabahn stent. Access was obtained in the right femoral artery and contralateral access was obtained using a 6fr balkin cook sheath. The thrombus was crossed and a diagnostic catheter was used to determine location of thrombus. The physician placed an 0.035" amplatz super stiff wire and loaded the trellis catheter on the wire. Approximately mid way down the superficial femoral artery the physician noticed that the trellis catheter began to buckle at the insertion sheath. The trellis device was removed and super stiff 0.035" glide wire was exchanged for the amplatz wire. The trellis device was then re-loaded on to the super stiff glide wire. The trellis device was passed to the same point as prior and the catheter began to buckle once again. The physician removed trellis and placed a unifuse infusion catheter to complete the case. The pt suffered no adverse events.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.